Event description:
Per the inf provided to co by the physician's office, the device was removed due to "infection." As reported to co, the entire device was removed and not replaced. 6/4/1997-per the operative notes received, the physician surgeon stated..."infection capsule like material was growing through this [scrotal] incision, a very friable, mucusy-type material. As soon as opening the skin, copious amounts of pus came back from the pump and this was cultured, aerobic and anaerobic. It should be noted that the urethra had become necrotic and was open."